Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) assisted with programming blanking period with the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h4: device manufacture date from 01/31/2022 to 01/20/2022.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) assisted with programming blanking period with the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.